Manufacturer narrative:
The device is not required for return to animas.

Event description:
On 01/26/2016, the reporter contacted animas, alleging the patient's blood glucose on an unknown date was 478 mg/dl with large ketones and vomiting. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump alarmed for a loss of prime issue that was due to a use error: the pump alarmed for an empty cartridge. There was no indication or allegation of a device malfunction. This complaint is being reported because the reported health event was attributed to a reported use error.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 5/03/2017 with the following findings: the black box data from time of the complaint has been overwritten due to continued use of the pump. Because of the continued use of the pump, the investigation was unable to confirm or duplicate the initial complaint about a loss of prime issue. During testing, the pump successfully completed a rewind, load, and prime sequence and the 24 hour duration test with no errors, alarms, or warnings occurring. The force sensor calibration passed within specification. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.